Manufacturer narrative:
The customer reports that the power port on the cns (central monitoring system) is loose or the connector is bad. The customer requested a part number for a new cns display. Nihon kohden technical support provided customer with the part number and transferred to customer service for pricing and availability. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the power port on the cns (central monitoring system) is loose or the connector is bad. The customer requested a part number for a new cns display.

Manufacturer narrative:
Manufacturer narrative: the customer reports that the power port on the cns (central monitoring system) is loose or the connector is bad. The customer requested a part number for a new cns display. Nihon kohden technical support provided customer with the part number and transferred to customer service for pricing and availability. The device was never sent in for evaluation as the customer was looking into purchasing a new display. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.